Manufacturer narrative:
The insulin pump had no response from the act button due to a corroded keypad trace. No button error alarm was noted during testing. No reset anomaly could be verified and the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked display window at the bottom left, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 189 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive during bolus. The customer also reported cracks on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.